Manufacturer narrative:
The provided sample results did not indicate an early infection with toxoplasma. The low reactive/borderline toxo igm results (elfa) might be indicative of persisting igm. The investigation did not identify a product problem. The elecsys toxo igm assay performs within specification.

Manufacturer narrative:
Medwatch field b6 was updated. The customer alleged additional test results from additional samples (samples 3 and 4) for the patient: on (B)(6) 2025: elecsys toxo igm eclia: 0.42 coi. Interpreted as non-reactive. Vidas toxo igm elfa: 0.56. The unit of measurement was not provided. Interpreted as indeterminate. On (B)(6) 2025: elecsys toxo igm eclia: 0.33 coi. Interpreted as non-reactive. Vidas toxo igm elfa: 0.42. The unit of measurement was not provided. Interpreted as non-reactive.

Event description:
We received an allegation about questionable low results for 2 samples from 1 patient tested with elecsys toxo igm assay on a cobas e 801 analytical unit. Sample 1: elecsys toxo igm eclia result: 0.77 coi and interpreted as non-reactive. Vidas toxo igm (elfa) result: 0.68. The unit of measurement was not provided. Interpreted as indeterminate. Sample 2 was tested on (B)(6) 2025: elecsys toxo igm result: 0.49 coi and interpreted as non-reactive. Vidas toxoplasmosis igm (elfa) result: 0.56. The unit of measurement was not provided. Interpreted as indeterminate.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration was last performed on (B)(6) 2025, and it was within the expected ranges. The qc was within the specified ranges on the days of the samples' collection. The sample material was not available for investigation. The investigation is ongoing.